Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was presented on the right ventricular (rv) lead rate/sense and shock electrogram (egm) in this pacer dependent patient. Pacing inhibition with greater than two seconds of asystole was observed, however, the patient was not symptomatic. Isometric exercises were unable to recreate the observation. All lead measurements were stable and within acceptable limits. Electromagnetic interference (emi) was suspected, as the patient was believed to have been walking through the airport at the time of this singular event. The patient was to be seen again in one month.